Event description:
Journal article received: which implant is better for treating reverse obliquity fractures of the proximal femur: a standard or long nail? Guvenir okcu md, nadir ozkayin md,cemil okta md, ismet topcu md, kemal aktuglu md; clinical orthopedics and related research (2013) 471:2768¿2775; reported: a pilot prospective randomized controlled trial that compared the effects of standard versus long intramedullary hip nails, synthes devices proximal femoral nail-antirotation (pfn-a), for the treatment of reverse obliquity fractures of the proximal femur. Patients were randomized into two groups; 18 patients (group 1) were treated with a 130 degree standard pfn-a which was 24 cm in length and 22 patients (group 2) were treated with a 130 degree long pfn-a in variable lengths ranging from 34 to 42 cm. The mean patient age was 79 years. It was noted that three patients in group 1 and four in group 2 subsequently died (date and cause unspecified). Average follow-up range for group 1 and 2 was 14 months and 14.5 months respectively. In group 2, a (B)(6) woman with a reverse obliquity fracture of the trochanteric region of the femur was revised after she had experienced perforation of the joint with the helical blade after five months. X-rays were provided. The patient was subsequently revised. The authors concluded that long pfn-a nails offered no clinical advantage compared to standard pfn-a nails for the treatment of reverse obliquity fractures of the proximal femur. This report is for an unknown pfn-a end cap. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown pfn-a end cap, quantity 1. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.